Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the drilled tip was condition was confirmed. It was noted that the issue with the drilled neuro tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pretesting, it was determined that the craniotome device had a drilled neuro tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.